Event description:
During follow-up, the diagnostics reported an extended charge time at cap reform. The automatic capacitor maintenance had occurred 10 days prior to follow-up. The manual capacitor maintenance charge time did not improve and the decision was made to explant the device.